Event description:
Boston scientific received information that during a routine follow up visit, this right ventricular (rv) lead exhibited a loss of capture. In addition, a fluoroscopy image was taken and revealed an rv lead dislodgment. A revision procedure is scheduled to be performed in the near future. No adverse patient effects were reported. Leads remain in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.